Event description:
It was reported that the left monitor on the 9800 system had black images (no display when turned on). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, error logs indicated filament errors over a 2 week period. Completed a filament calibration. The system was tested and found to be working as intended and placed back into service.